Event description:
Sieve beds are defective s/n (B)(4). Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds being defective. Additional malfunctions were md hose clamp was installed and a tie wrap was installed. The pe valve was not shifting.